Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the returned product consisted of the wolverine 15mmx3.00mm cutting balloon, batch 33285642 device. Visual, tactile and microscopic analysis as well as functional testing was performed on the device. The device was attached to an encore inflation unit and the balloon was observed to have a leak. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a kink just proximal to the port exchange in the midshaft. A detailed microscopic examination of the balloon identified a pinhole leak 1mm proximal to the distal markerband. Product analysis confirmed the allegation of leak.

Event description:
It was reported that leak occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 15mmx3.00mm wolverine balloon was selected for use. During procedure, it was noted that the balloon catheter had drawn blood during the first deflation. The procedure was completed with the original method and or device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that leak occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 15mmx3.00mm wolverine balloon was selected for use. During procedure, it was noted that the balloon catheter had drawn blood during the first deflation. The procedure was completed with the original method and or device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that leak occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 15mmx3.00mm wolverine balloon was selected for use. During procedure, it was noted that the balloon catheter had drawn blood during the first deflation. The procedure was completed with the original method and or device. No patient complications were reported.